Manufacturer narrative:
The insulin pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for high blood glucose levels. At the time of the hospitalization, the customer's blood glucose level was 800 mg/dl. Leading up to the hospitalization, the customer started getting a urinary tract infection. The customer was wearing the insulin pump. During troubleshooting, assisted customer with performing the hp test and the test passed. The customer was advised that the pump was working as designed but would like a replacement. Nothing further reported.